Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that the buttons on device would no activate generator. The caller did not have any other details about problem but stated that a second device was used to complete case. No patient consequences reported.